Event description:
Guidant received info that the implantable cardioverter defibrillator (ICD) was explanted after 24.5 months due to eri (elective replacement indicator). Premature depletion was suspected. A new ICD was successfully implanted.